Event description:
It was reported that the right ventricular lead had repeated polarity switches despite no obvious low or high impedance measurements. The doctor decided to change the lead in order to increase confidence in the system since the patient was pacer dependent. It was found during explant that the lead was placed in the middle cardiac vein. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.